Event description:
It was reported that the physician, who is trained in use of the device, attempted femoral arteriotomy closure using the starclose vascular closure system after an unknown procedure. The device was hard stuck and the physician pulled it out of the artery. Hemostasis was achieved using manual compression. There was no patient injury and no additional information.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.